Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler and two photographs. The sulu was received fired to the 2 cm cut line and with an engaged interlock. The sulu was reset and loaded into the stapler. The remaining staple line formed properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of colon, intra-operatively in a tahbso procedure, the device has incomplete staple line, they over sewed the distal end of the staple line to resolve the issue and complete the case. There is tissue damage. The patient was alive with no injury.